Event description:
When drain was removed from knee area, silicone tubing did not come out. Pt was returned to operating room. Arthroscopy procedure took place to remove foreign body. The drain was removed, irrigated wound and discharged pt.